Event description:
It was reported that at unpacking before a stenting treatment procedure a shaft breakage occurred and the stent dislodged. When the physician tried to introduce the stent on the unspecified guide there was a break between the transparent flexible area and the back rigid area. The balloon and stent dislodged of the unspecified catheter guide. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that at unpacking before a stenting treatment procedure a shaft breakage occurred and the stent dislodged. When the physician tried to introduce the stent on the unspecified guide there was a break between the transparent flexible area and the back rigid area. The balloon and stent dislodged of the unspecified catheter guide. The procedure was completed with another same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval. Summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: the stent had not dislodged from the device and the lumen was kinked throughout. A visual and microscopic examination identified a break at the midshaft. It was also noted that the lumen was kinked in various locations throughout. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).